Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Concomitant medical products was corrected so that "scs" was changed to "drg".

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-04429, 1627487-2019-04430. It was reported that the patient's drg lead was fractured. In turn, the system was explanted and replaced, which addressed the issue. It is not known which lead was fractured, so all three leads are being reported.